Event description:
A patient received one endeavor sprint over the wire (otw) drug eluting stent to treat a lesion in the prox lad. It was reported that approximately 2 years and 4 months from the index procedure, patient death was reported.

Event description:
The clinical events committee (cec) adjudicated that the mi approximately 16 months post index procedure occurred one day prior that previously reported.

Event description:
It is reported that the patient suffered an mi on the same day as patient death. The patient was treated with medication. Investigator assessed that the event was not related to the study device. Investiagor has assessed that the death was not related to the study device.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).

Event description:
The patient suffered a medtronic and arc defined mi approximately 16 months post the index procedure. The patient expired due to anaemia of acute blood loss, sepsis and right knee septic joint. Other significant contributing conditions to his death were noted to be chf, atrial fibrillation and hypertension.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
It was confirmed that the patient death reported to have occurred approximately 1 year and 4 months post index procedure was related to 3rd degree heart block.